Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. No programming changes were made, but there were changes made to the patient's medications. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.